Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. The lead was placed in the right atrium, during the first deployment, the threshold was high so the physician wanted to unscrew the helix and reposition the lead. However, after many anti-clockwise turns, the helix was not able to be retracted. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix was found extended, bent, and would not retract.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.